Event description:
Description/event details: I am writing to inform you of a defective bd plastipak luer syringe ref (B)(4) ¿ lot 2410036. This was reported at (B)(6) hospital. Clinical staff noticed the device defect before using it. Other devices did not appear to have the same defect. The defect can be observed in the attached photo.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. A defect was reported in the device prior to its use. To support the investigation, six retained samples from the reported lot and two photographs were submitted for evaluation by the quality team. A visual inspection of the retained samples revealed no foreign matter or contamination within any of the devices. One photograph displayed the batch number and reference on the container label, while the second showed the tip of the cylinder with several black spots. Based on the image alone, it was not possible to determine whether the spots were surface particles or embedded within the material. Without access to the physical sample for further analysis, a probable root cause could not be identified. A review of the device history record was conducted for material number 300613, lot 2410036. The review did not identify any deviations or nonconformities related to the reported condition. Manufacturing of this product takes place in a clean room environment maintained under positive pressure to minimize the risk of foreign matter contamination. Additionally, the assembly station is equipped with a de-ionizer and vacuum system designed to remove particles from within the barrel. Given these preventive controls, the rigorous inspection plan implemented during production, and the absence of the reported condition in the retained samples, we believe this to be an isolated incident with a low likelihood of recurrence.